Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) level above (500 mg/dl) with 0.1 ketones present. The customer took a bolus to stabilize bg level. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. The contact believed elevated bg level was due to the pump and was in the process of changing supplies when multiple cartridge alarms (cartridge alarm 19) with multiple cartridges occurred during the load process. It was indicated that the customer had manual injections available for alternate insulin therapy.

Manufacturer narrative:
Cartridge alarm 19 was confirmed in addition a different issue was found.